Event description:
Please refer to the initial-report.

Manufacturer narrative:
Based on the evaluation of the device logfile, the case in question could be reconstructed and no indications for a device malfunction were found. The ventilator was functional during the whole case, no ventilator failure was found. The logfile revealed that during the case, multiple times circuit leaks ¿ up to 8.1 l/min ¿ were detected and corresponding alarms like apnea, apnea co2, pinsp not attained were repeatedly given. Therefore, the reported symptom was most likely caused by a significant circuit leak, probably due to an untight connection, leading to a loss of pressure and volume. The device issued multiple alarms indicating the disturbance of ventilation to the user. Dräger finally concludes that the device worked as specified; no patient consequences have reportedly occurred. On-site, the device passed testing within specification and was returned to use with no further problems reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported there was a ventilator failure during a case. There was no patient injury.